Event description:
During a ventricular tachycardia ablation procedure using a therapy cool flex catheter, a pericardial effusion occurred. While mapping in the left ventricle with the therapy cool flex catheter using ensite velocity, the catheter was noted to be in an unexpected location. A transthoracic echocardiogram confirmed the catheter had perforated the pericardium in the postero/basal region of the left ventricle and caused a small pericardial effusion. The blood pressure remained stable but the procedure was stopped. No treatment was administered and the patient was monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.